Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was having communication issues between the sensor and the insulin pump, also with the tubing. Customer's mother called back on (B)(6) 2015 to report the dual wave function on the insulin pump was not working, which was causing customer's blood glucose to go high. Customer was priming the insulin pump and insulin was shooting out the tubing. Customer changed the reservoir and it resolved the issue. Customer was not hospitalized. Customer's blood glucose was 350 or 400 mg/dl. Customer's mother declined troubleshooting. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.